Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and bearing deterioration from normal wear-out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 21, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a veterinary tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device quit running. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use to successfully complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.